Event description:
During testing of the device at the service center, the service repair technician (srt) reported that the electronic patient gas system (epgs) was set to 9.00 liters per minute (l/min) and the flowmeter output read 8.65 l/min which was outside the specification range of 8.70-9.30 l/min causing it to fail testing. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per supplier evaluation, as found, the calibration check was found to be out of tolerance as the flow reading was higher than the calibration reference, which would suggest that there was a leak during the calibration process. As a result of the leak during the initial calibration process, the device would register less flow than the calibration reference and apply higher than necessary system gain values in order to match the device to the reference. This would result in higher flow readings than actual. The direct material root cause of the leak during the calibration was determined to be a fitting used in the test stand between the reference and the device that was missing an o-ring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.